Manufacturer narrative:
G4: 14oct2020 b4: (B)(6) 2020 the manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician unplugged and replugged in the power cord and the power management board to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20aug2020.

Event description:
The customer reported that the device will not power on. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.